Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. The device was determined to be unrepairable and was scrapped. Therefore further evaluation was not possible. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display of their device was blue and no data was visible. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.